Event description:
Primary surgery - due to the retaining screw fracturing while being inserted. Over torquing may have contributed to screw failure. Major portion of the screw was retrieved and remained of screw was left in glenoid baseplate.

Manufacturer narrative:
The reason for this complaint was due to the retaining screw fractured while being inserted. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. A review of the implant device history records (DHR), shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint is while inserting the retaining screw it fractured. There were no findings during this investigation that indicate that the reported device was defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical.